Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90535. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: for clarification, does ¿jaw of the device was broken¿ mean that the blade tip broke off of the device? If no, what does ¿jaw of the device was broken.¿ did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient? Please, explain how the device was ¿defective during its utilization¿. Did the generator display any error messages and if so what were they? Had the device been working and then stopped?

Event description:
It has been reported that during an unknown procedure, the harmonic device was defective during its utilization. After the pre-run test the surgeon observed that the jaw of the device was broken ( in two separate pieces). The broken part has been found and isolated. No harm to the patient declared.

Manufacturer narrative:
(B)(4). Additional information: correction: batch #m90j3j. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.